Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The blood glucose level was 134 mg/dl. Troubleshooting was performed and it was observed that the customer was unable to rewind the insulin pump. The insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarms noted. Device properly communicated with the glucose sensor simulator. No lost sensor alarms noted.